Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the instructions for use. The device functioned as designed with no issue or errors. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The device's tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 14ml of fluid in the 1minute time frame. Inspection of the remainder of the device revealed no damage or irregularities. B3 date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported the device malfunctioned with no aspiration. A 2.1mm jetsteam xc catheter was chosen for use in an atherectomy procedure. During the procedure, the device malfunctioned with no aspiration. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported the device malfunctioned with no aspiration. A 2.1mm jetsteam xc catheter was chosen for use in an atherectomy procedure. During the procedure, the device malfunctioned with no aspiration. The procedure was completed with another of the same device. There were no patient complications reported.